Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the videoscope displayed an error message and no image during procedure. The procedure was completed with a back up device and there were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h3, h4, h11. The device was returned to olympus for inspection and the reported failure was confirmed. Error code e228 occurred and the image sensor unit cable was kinked at the bending section. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Olympus will continue to monitor field performance for this device.